Manufacturer narrative:
H3: device evaluation: customer report of calcific degeneration leading to leaflet immobility, thickening, and stenosis were confirmed through observed calcification. Report of regurgitation was confirmed through observed leaflet tears. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and moderate calcification on the free margin of leaflet 2 near commissure 2. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth formed a ring on the surface of the leaflets at the inflow aspect and encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 on the outflow aspect. Leaflet 1 had a 4mm tear near commissure 1 and a 3mm tear near commissure 2. Leaflet 2 had a 3mm non-transmural tear near commissure 2. Calcification was evident at the tears. Leaflet 3 had mechanical damage on the outflow surface and appeared serrated. A hematoma was observed on leaflet 1 near commissure 1 at the outflow aspect. H10: additional manufacturer narrative: updated sections d10, h3, and h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
PMA/510k #: 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (PMA p860057/s001). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 21mm valve implanted in aortic position was explanted after an implant duration of 10 years and 3 months due to calcific degeneration leading to leaflet immobility and thickening and showing a mix of stenosis and regurgitation. The surgeon felt that the valve does failed prematurely. A 23mm valve was implanted successfully as a replacement. The patient was doing fine.